Manufacturer narrative:
The customer stated no repair was required. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not go into standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the unit would not go into standby mode. The remote service engineer (rse) reviewed the event log and found no error codes or unexpected shutdowns. During the call, the customer was able to place the unit into standby mode with no circuit attached. The rse advised the customer to perform a full performance verification test (pvt) before returning the unit back into service. Device evaluation and repair are pending.